Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan alleging inaccurate high result(s) compared to another meter. The reporter claimed obtaining blood glucose readings of 10 mmol/l with the subject meter and 5.6 mmol/l with another meter (ot ultra). This complaint is being reported because it does not meet lifescan¿s accuracy criteria. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.